Event description:
The event is reported as: prior to insertion, when testing the cuff, the clinician could inflate, but could not deflate the cuff. Not pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.